Event description:
It was reported that rewarming started at 13:00. Arctic sun device alerting 113 (reduced water control). Patient temperature (pt) was 33.6c, targeted temperature (tt) was 36.5c, water temperature (wt) was 31c, water flow rate (wfr) was 0.5 l/m. Walked through stop therapy and device alerted 07 empty pads not complete. Attempted to empty again, but alert 07 returned. Disconnected and reconnected pads using proper technique. Restarted therapy and water flow rate (wfr) fluctuated and stabilized at 0 l/m. Had them remove pads and place device in manual control at 38c. System diagnostics, outlet monitor temperature (t1) was 21.8c, outlet control temperature (t2) was 21.7c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 6.9c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater command (hc) was 75 percentage, water reservoir level (wrl) was 5, system hours were 1446.8, pump hours were 1377.2. Walked through disabling manual control. Nurses noticed some bending around neonate's head. Straightened out pads again and restarted therapy, water flow rate (wfr) was stabilized at 0 l/m. Device alerted 02 low flow, water flow rate (wfr) was too low in manual control. Advised to send to biomed for evaluation. Nurse will swap out to alternate device. Nurses wanted to try a new set of pads since no other as available. Attached new pads and water flow rate (wfr) was stabilized at 0.5 l/m and will not rise. Biomed arrived at bedside. Walked through diagnostics and encouraged to call back when device was down in the shop. Sn#: (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 36.5c, water temperature (wt) was 31c. Walked through stop therapy and device alerted 07 empty pads not complete. Attempted to empty again, but alert 07 returned. Disconnected and reconnected pads using proper technique. Restarted therapy and water flow rate (wfr) fluctuated and stabilized at 0 l/m. Had them remove pads and place device in manual control at 38c. System diagnostics, outlet monitor temperature (t1) was 21.8c, outlet control temperature (t2) was 21.7c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 6.9c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater command (hc) was 75 percentage, water reservoir level (wrl) was 5, system hours were 1446.8, pump hours were 1377.2. Walked through disabling manual control. Nurses noticed some bending around neonate's head. Straightened out pads again and restarted therapy, water flow rate (wfr) was stabilized at 0 l/m. Device alerted 02 low flow, water flow rate (wfr) was too low in manual control. Advised to send to biomed for evaluation. Nurse will swap out to alternate device. Nurses wanted to try a new set of pads since no other as available. Attached new pads and water flow rate (wfr) was stabilized at 0.5 l/m and will not rise. Biomed arrived at bedside. Walked through diagnostics and encouraged to call back when device was down in the shop. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rewarming started at 13:00. Arctic sun device alerting 113 (reduced water control). Patient temperature (pt) was 33.6c, targeted temperature (tt) was 36.5c, water temperature (wt) was 31c, water flow rate (wfr) was 0.5 l/m. Walked through stop therapy and device alerted 07 empty pads not complete. Attempted to empty again, but alert 07 returned. Disconnected and reconnected pads using proper technique. Restarted therapy and water flow rate (wfr) fluctuated and stabilized at 0 l/m. Had them remove pads and place device in manual control at 38c. System diagnostics, outlet monitor temperature (t1) was 21.8c, outlet control temperature (t2) was 21.7c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 6.9c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater command (hc) was 75 percentage, water reservoir level (wrl) was 5, system hours were 1446.8, pump hours were 1377.2. Walked through disabling manual control. Nurses noticed some bending around neonate's head. Straightened out pads again and restarted therapy, water flow rate (wfr) was stabilized at 0 l/m. Device alerted 02 low flow, water flow rate (wfr) was too low in manual control. Advised to send to biomed for evaluation. Nurse will swap out to alternate device. Nurses wanted to try a new set of pads since no other as available. Attached new pads and water flow rate (wfr) was stabilized at 0.5 l/m and will not rise. Biomed arrived at bedside. Walked through diagnostics and encouraged to call back when device was down in the shop. Sn #(B)(6).

Event description:
It was reported that rewarming started at 13:00. Arctic sun device alerting 113 (reduced water control). Patient temperature (pt) was 33.6c, targeted temperature (tt) was 36.5c, water temperature (wt) was 31c, water flow rate (wfr) was 0.5 l/m. Walked through stop therapy and device alerted 07 empty pads not complete. Attempted to empty again, but alert 07 returned. Disconnected and reconnected pads using proper technique. Restarted therapy and water flow rate (wfr) fluctuated and stabilized at 0 l/m. Had them remove pads and place device in manual control at 38c. System diagnostics, outlet monitor temperature (t1) was 21.8c, outlet control temperature (t2) was 21.7c, inlet temperature (t3) was 24.8c, chiller temperature (t4) was 6.9c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percentage, mixing pump command (mpc) was 0, heater command (hc) was 75 percentage, water reservoir level (wrl) was 5, system hours were 1446.8, pump hours were 1377.2. Walked through disabling manual control. Nurses noticed some bending around neonate's head. Straightened out pads again and restarted therapy, water flow rate (wfr) was stabilized at 0 l/m. Device alerted 02 low flow, water flow rate (wfr) was too low in manual control. Advised to send to biomed for evaluation. Nurse will swap out to alternate device. Nurses wanted to try a new set of pads since no other as available. Attached new pads and water flow rate (wfr) was stabilized at 0.5 l/m and will not rise. Biomed arrived at bedside. Walked through diagnostics and encouraged to call back when device was down in the shop. Sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.